Manufacturer narrative:
This device is part of a notification not a recall and is currently under investigation by the manufacturer and covered by a CAPA. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
This complaint, MFR # 3007042319-2015-00113, is a duplicate of MFR # 3007042319-2015-00207. No additional information will be forthcoming.

Event description:
It was reported from (B)(6) that "due to an irregular function of the [controller], the patient presented herself to the emergency admissions desk [at the treating] facility. [It was alleged that] the fault lay in the lack of flow indication in the display, and the system was replaced. During the subsequent testing on the simulator [at the treating facility], a corresponding low flow alarm was not triggered, which in patient mode could lead to a clinically critical situation. At all times the patient was stable both hemodynamically and in terms of respiration. The control unit showed correct values for watts and rpm and, after connecting to a monitor, unremarkable flow values. The controller will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.